Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b6. Product was returned and evaluated. Visual examination of the returned product identified that the inserter was confirmed fractured on the threaded end within the threaded region. No fractured pieces were returned with the device for evaluation. The inserter showed signs of use with indentations on the strike plate end. Nicks and scratches were present along the shaft of the device. Device had an approximate field age of 9.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the provisional inserter handle threads fractured inside trial shell. There was no patient injury as a result of the malfunction. There is no further information available at the time of this report.